Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a procedure. According to the complainant, the device failed to transmit current when tested outside the patient. When the user attempted to reconnect the device to the active cord, the cautery pin detached. The procedure was completed with another rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition was reported to be "good" following the procedure.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a procedure. According to the complainant, the device failed to transmit current when tested outside the patient. When the user attempted to reconnect the device to the active cord, the cautery pin detached. The procedure was completed with another rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition was reported to be "good" following the procedure.

Manufacturer narrative:
Exact patient age is unknown but is over 18 years. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found the cautery pin detached; no other visible issues were noted. All measurements obtained from the handle assembly were found to be within specifications. The device extended and retracted without issue during functional testing. The condition of the returned device was consistent with the complaint that the cautery pin detached and the device failed to transmit current; the complaint was confirmed. Review and analysis of all available information failed to indicate a probable root cause for this event; however, there is an investigation in place to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.